Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd microfine pen needles were not functioning. The following information was provided by the initial reporter: the reporter stated that they had 2 pens and black sticks of these pens were not coming out. The black stick of the 1st pen was coming out by turning the pen.

Event description:
It was reported that 2 unspecified bd microfine pen needles were not functioning. The following information was provided by the initial reporter: the reporter stated that they had 2 pens and black sticks of these pens were not coming out. The black stick of the 1st pen was coming out by turning the pen.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.